Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a previously implanted open graft for a previous abdominal rupture. The tube grafts limbs were sewn into the right and left iliac arteries. It was reported that the patient lost blood pressure when the physician was trying to advance catheters/wires and endurant limb delivery system. Angiogram showed the patient¿s left iliac ruptured. The plan was to implant only an endurant limb. The physician attributed the iliac rupture to the diseased artery. The physician was able to get access quickly, advance a reliant balloon into the thoracic aorta, and inflated the balloon to get the blood pressure up. A 36mm endurant aui was deployed with extension limbs into the right iliac artery and then a fem-fem bypass was performed. The physician did not think the endurant delivery system caused the rupture but not sure if it was a catheter or wire. The patient received 4-5 units of blood. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).